Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers gd894295 and gd894014 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that the home patient (hp) experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On the day of the onset of peritonitis, the patient was hospitalized. Ten days after being hospitalized, the hp was discharged from the hospital. At the time of this report, the patient had recovered from peritonitis and the dianeal therapy was ongoing. Additional information was requested, but is not available at this time. This is report 2 of 3 for this peritonitis event.

Manufacturer narrative:
(B)(4).